Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03284 and 1627487-2023-03285. It was reported that the patient was experiencing ineffective therapy, with imaging it was discovered the patient's leads have migrated and are wrapped around the battery in the pocket. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.